Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not allow flow of solution during infusion. The reporter stated that the gravity flow tubing does not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.